Event description:
Philips received a complaint from the customer reporting the battery on the v60 ventilator was severely discharged. The device was not in clinical use. There was no report of harm or other patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) evaluated the issue and confirmed the battery was not charging as expected. The customer reported the battery light emitting diode (led) continued to flash when the unit was off and requested assistance in determining the cause. The rse advised the customer only a philips battery should be used with the device. Also, that the v60 battery may become over-discharged and require long recharge times of up to 16 hours or days of trickle-charging before it can again accept full charging current. The customer acknowledged and stated charging would continue. If the battery failed to charge after further effort, battery replacement is recommended per the v60 service manual. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts were made on 27dec2024, 02jan2025, and 08jan2025 to obtain information regarding device repair and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair was necessary. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.